Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an abs-10060 angel machine was being used and a tube had busted and spilled blood everywhere. This occurred during a procedure, they withdrew blood from the bag, and there were 7 minutes left in the spin, they noticed that a tube had busted and spilled the blood everywhere all over angel. The patient was not affected.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a supplier manufacturing issue addressed in ncr-22300. However, due to the device not being returned, we are unable to confirm the reported event.